Event description:
Philips received a complaint regarding a v60 device indicating while servicing and checking the event log, it was observed that there was an error code 110b check vent: proximal pressure sensor auto zero failed message. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. During troubleshooting, it was determined that the review of the device history identified diagnostic code110b. Philips remote technical support provided troubleshooting guidance and recommended possible replacement parts, including the da printed circuit board assembly (pcba). The investigation is ongoing.